Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's blower assembly and system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's blower assembly and system board needs to be replaced to address the issue. A trilogy evo motor blower was returned to the philips product investigation lab (pil) for an alleged complaint of e-110 evt_motor_shutdown and e-144 evt_mcl_foc_shutdown error codes from the service center. The blower motor was installed into the trilogy evo test bed and was able to duplicate the ventilator inoperable alarm. Pil did observe the e-110 and e-144 error codes in the event log. Pil has determined that the blower motor was not the cause of the failure as seen at the service center and the blower motor functions as designed.